Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Case type: ngp. Customer returned pump for alleged blank display and cosmetic damage at the battery tube observed on 09-jan-2023. The pump passed the self test, displacement test, active current test, and sleep current test. No unexpected power loss alarms/alerts/anomalies noted during testing. No blank display noted during analysis. Successfully downloaded history files and traces using thus. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on 01/09/2023 at 21:25:49.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms were noted on event date: pump error 54 on 01/09/2023 at 20:30:11.000 and pump error 3 on 01/09/2023 at 20:30:13.000. Pump error 54 (linenumber = 1421 filenumber = 32122) confirmed due to software anomaly. Pump error 3 was a consequence of pump error 54. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: missing display window/cover, stained keypad overlay, and pillowing keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Pump error 54 confirmed due to software anomaly. Pump error 3 was a consequence of pump error 54. Cosmetic damage at the battery tube was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and  battery compartment was corroded, and spring was damaged. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The pump will be returned for analysis.